Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed the conversion. The patient experienced arrythmia and hypotension. The physician decided to remove it and placed a transvenous device. No additional patient adverse events were reported.

Manufacturer narrative:
H6 and b5 alredy updated

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed the conversion. The patient experienced arrythmia and hypotension. The physician decided to explanted and replaced with a transvenous device. No additional patient adverse events were reported.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed the conversion. The patient experienced arrythmia and hypotension. The physician decided to explanted and replaced with a transvenous device. No additional patient adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. H6 and b5 alredy updated.